Manufacturer narrative:
H6: 431: adapter. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
It was reported by (B)(6) that the "we received again a quality complaint regarding csc300. The complaint was coming from the (B)(6) (different hospital than last time). Defect: the adapter broke - three times in a row! As soon as we have the swissmedic number, we will let you know".

Manufacturer narrative:
H6: 431: adapter. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 10 dec 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint of nurse notice that the catheter has gotten loose from the verso adapter. When trying to put it back she notice that the tip of the catheter has broken loose and are stuck inside the verso adapter regarding product csc112 was not confirmed. The possible causes for failure could be external force by user's equipment or improper connection of catheter and adapter. A risk assessment was performed, and the ultimate risk was determined to be middle which required CAPA option and reporting to the carb review board for evaluation(the complaint have been entered into elg-20026-c1 as (B)(4)). There have bene 0 other complaints regarding the same part and a similar issue within the 24 months proceeding the reporting of this issue. Complaint will continue to be monitored for possible trend.

Event description:
It was reported by (B)(6) that the "we received again a quality complaint regarding csc300. The complaint was coming from the (B)(6) hospital (different hospital than last time). Defect: the adapter broke - three times in a row! As soon as we have the swissmedic number, we will let you know".